Manufacturer narrative:
Device evaluation summary: monitor (B)(4) was returned for evaluation at the distributor. The reported problem (response buttons non-functional) was confirmed. Upon investigation the front and rear response buttons were intermittently functional. The root cause for the defective response buttons could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor had non-functional response buttons.